Event description:
It was reported that an ilet bionic pancreas touchscreen became unresponsive while the user was on the meal announcement screen, and the user subsequently observed a crack in the display; the device was not synced prior to shutdown and was not functional, and the user did not report injury or alarms, consistent with a device component touchscreen issue and a device problem of fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress-related damage to the touchscreen consistent with a fractured display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.